Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occurred during a routine hemodialysis treatment, which could not be resolved. The operator did not perform rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cycler alarm alarmed appropriately as a result of no dialysate flow, which was most likely caused by a loose connection. No products were returned for evaluation. The exact cause cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Occasional alarms during hemodialysis are not unexpected, and should not result in a blood loss if device labeling is followed. Facility staff has been notified, and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.